Event description:
The facility returned the device for service with report of failure 810:11. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital rep stated there was no patient injury or medical intervention.